Manufacturer narrative:
Visual inspection. During the investigation, scratches and a visible deformation of the outer housing of the prosa, were determined. Permeability test: a permeability test has shown that the prosa is permeable. Computer controlled test: to determine the opening pressure of the prosa a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow is used. The valve is tested in both the horizontal as well as the vertical positions. The results show that the prosa is operating within the acceptable tolerance in either position. Adjustment test: the m. Blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function did not operate as expected. The results indicate that the rotor no longer performs as required. Internal inspection: after dismantling of the valve, deposits were found in prosa. Results: according to the results of the investigation, it was determined that the valve was not adjustable. The detected deformation of the outer housing led to the dysfunction. At the time of the examination, we are unable to explain how the deformation occurred. An excessive pressure with the adjustment tool can lead to this type of deformation and affect the function of adjustment. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a prosa (#fv701t) was implanted 10 years ago. The complained product was sent to the manufacturer for investigation.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 (#fx431t) was implanted 10 years ago. According to the complainant, the valve was not working and the patient underwent a revision procedure on (B)(6) 2025. The surgeoun wantzs to send the valve to miethke for investigation. No patient complications were reported as a result of the revision procedure.